Event description:
It was reported the screen has visible lcd (liquid crystal display) crystal blotches on it. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the screen has visible lcd (liquid crystal display) crystal blotches on it. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis confirmed the customer comment that the liquid crystal display (lcd) was out of specification, that it was "bleeding." Analysis also found that the upper and lower cases were broken, both bail covers were broken, the ring cover was broken, one case screw was missing, the battery contacts were compressed, the ring was bent, the keyboard was scratched, the battery drawer o-ring was missing and the serial number label was damaged. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.